Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient (pt) called in stating they are having trouble charging their "back" and repeated issues from this case. Pt confirmed the replacement recharger from this case worked for "awhile". Pt stated controller is fully charged and quality will fluctuate between excellent and good or no recharging quality. Pt stated over the last couple years, implant charging has gradually taken longer and they have to charge 3-4 times a day because charging for 2 hours only gets them to 30-40% implant charge. Agent had pt reset controller and inspect for damage - pt saw no visible damage to controller port or the recharger and pt has been resetting the controller and cleaning battery contact points. Pt denied any falls or trauma. Pt stated they put the implant in the center of recharger paddle - agent reviewed recharger placement for best practices. Agent recommended to turn stimulation off while recharging to see if that helps with charge duration issue. Agent recommended to monitor implant charging over the next few days/week and can call back if issue does not resolve and redirected to hcp to check the implant as well - pt stated they have an appt in august.

Event description:
Information was received from a patient regarding an external device. It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt stated their rep advised them to call in today because they have issues with charging implant. Pt explained that their implant is not charging above 30%. Pt also explained that usually, it takes them an hour or an hour and half to charge implant but lately they have been unable to charge implant. Pt stated they spoke to their rep on friday and they helped pt reset controller but the pt continued to have issues and saw rm 03 message. Pt also stated their recharger paddle and relay box are getting hot. An email was sent to the repair department to replace the recharger (rtm).

Manufacturer narrative:
Concomitant medical products : product ID 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the following recharger telemetry module (rtm) failure: no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.